Event description:
It was reported by a customer on (B)(6) 2011 multiple errors occurred during a procedure. Per the customer the errors were cleared but then the errors occurred again. The procedure was able to be completed. No patient injury was reported.